Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a guide wire broke inside patients navicular bone during overdrilling with standard 2.7 mm cannulated drill bit as per standard surgical technique. The broken tip of wire was irretrievable from patients bone and left in situ. Patient outcome unknown. Ten minutes delay in surgery. Prolongation of hospital stay. This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hty. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.